Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to communicate) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt receptacle was broken free from the monitor enclosure, damaging wires within the receptacle. Additionally there was thermal damage to the r46 on the ca board. The root cause for the damaged receptacle was excessive force. The root cause for the open r46 resistor could not be positively identified. No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a monitor does not communicate with an electrode belt.